Manufacturer narrative:
The pump rewound properly. However, the pump alarmed watchdog set test failure during any attempt to perform the displacement test. The problem was isolated to the mother board. Unable to perform the functional testing, including the basic occlusion, occlusion, prime, excessive no delivery, self test, unexpected restart and displacement test or verify the motor error or motor position encoder error alarms due to the watchdog alarm. The motor was tested outside the device and it passed. The pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 550 mg/dl, which the customer treated via insulin pump therapy. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. The customer was able to rewind the insulin pump. The alarm history was reviewed and there were two motor error alarms within the past 30 days. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.